Event description:
The patient contacted animas on (B)(6) 2012, alleging that for the past two-to-three months, the up arrow, down arrow and ok keypad buttons must be pressed several times to evoke a response. The patient stated that this is an intermittent problem. The patient denied cracks or tears in the keypad and stated that there has been no trauma to the pump. The patient continues to use the pump for insulin therapy. The patient denied moisture to the pump. The patient reportedly wears the pump under clothing, against the body and cleans the pump with a damp cloth. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive, and the bolus button is difficult to press. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.